Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and was unable to duplicate the reported defibrillation charging issue. Physio was able to verify the critical event code being logged. Physio replaced the system pcb assembly and then observed proper device operation through functional and performance testing and the device was returned to the customer for use. Physio-control further evaluated the removed system pcb assembly and was unable to duplicate the reported issues.

Event description:
The customer contacted physio-control to report that their device displayed the service indicator, and was unable to complete a charging cycle for defibrillation. The customer advised that when attempting to charge their device to 200 joules, the device would reach 10 joules and then stop charging. In addition the device logged a potentially critical event code that is indicative of a device lockup. There was no patient use associated with this event.